Event description:
It was reported that syringe 0.3ml 31g 6mm s/c u-100 relion needle broke. The following information was provided by the initial reporter: material no: 32852,1 batch no: 9140673. It was reported that the needle breaks in the vial when drawing the insulin.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-18. Investigation summary: customer returned (82) 3/10cc, 6mm, 31g relion syringes (2 loose, 80 in sealed poly bags) from lot # 9140673. Customer states that the needle breaks in the vial when drawing the insulin. Thirty out of 80 syringes from the sealed poly bags were examined and no defects were observed on the samples from the sealed poly bags. Both loose samples were examined and both exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. A review of the device history record was completed for batch # 9140673 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. There was one (1) notification noted for cracked hubs. Root cause is user related, the bending/re-straightening mode of failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31g 6mm s/c u-100 relion needle broke. The following information was provided by the initial reporter: material no: 328521 batch no: 9140673. It was reported that the needle breaks in the vial when drawing the insulin.